Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 515 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly, customer continued using pump for insulin therapy.